Manufacturer narrative:
Cmpl (B)(4) b5: describe event or problem - additional information. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6) 2024, it was reported that the patient was feeling shaky and the cgm reading was 42 mg/dl. He self-treated with apple juice and after he was still feeling shaky so he took a bg reading which was 500 mg/dl. The mother took the patient to the hospital. There they took a bg reading which was 500 mg/dl. The nurses removed the sensor and the patient was treated with insulin and IV medication. The patient was discharged after 2 hours and the bg reading was 120 mg/dl. At the time of the report the patient was fine and the cgm reading was 227 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was feeling shaky and the cgm reading was 42 mg/dl. He self-treated with apple juice and after he was still feeling shaky so he took a bg reading which was 500 mg/dl. The mother took the patient to the hospital. There they took a bg reading which was 500 mg/dl. The nurses removed the sensor and the patient was treated with insulin and IV medication. The patient was discharged after 2 hours and the bg reading was 120 mg/dl. At the time of the report the patient was fine and the cgm reading was 227 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.